Event description:
It was reported that this right ventricular (rv) lead just implanted, at predischarge check suspected lead dislodgement. It was noted impedance dropped, intermittent loss of capture, and decrease in sensing. Subsequently, a lead revision was performed one day post implanted. The rv lead was successfully repositioned. No additional adverse patient effects were reported.